Event description:
Lead was capped due to lead failure, it appears to be related to mechanical trauma at the suture sleeve. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.